Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure on (B)(6) 2016 at l3-5. Post-op on an unknown date, patient had adjacent segmental disorder at l5-s.it was reported that adjacent segmental disorder at l5-s was observed because bone union was not achieved at l3/4 and l4/5 as screws were loosened. Patient underwent revision surgery( interbody fusion at l3-5 and transforaminal lumbar inter body fusion at l5-s) in which screws at right l3 and l5 were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.